Event description:
It was reported that the pump could not be reprogrammed after an MRI causing the programmer to "crash". The pump was explanted and replaced. No pt injury was reported. The pt recovered without sequelae.